Event description:
It was reported that rv and svc impedances were greater than 200ohms and recently started "jumping around". Sensing was changed to rvtip to rvcoil and noted lots of noise. Sensing was changed to rvtip to rvring and sensing "worked perfectly". Nurse later reported that it was a loose rvcoil setscrew. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.